Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The associated instruments were not received at the investigation site for assessment. The image provided by the customer shows one of the products where it can be seen that one arm of the forceps is broke off. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Since it was reported that the defect occurred during use of the instrument outside of its intended use, the root cause is identified as "external - use error". No actions are required since the defect occurred during use for a purpose not covered by its intended use. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery the tip of an ophthalmic forceps broke off. Procedure details were not reported. There was no patient harm.